Event description:
It was reported that a charger overheated during use, causing the charger cord to melt into the charge pad, and a replacement charger was provided after the user was instructed to return the affected charge pad. No adverse clinical symptoms and no reported injury or physiological effects. Outcomes included no alerts or alarms and the user¿s therapy continued without interruption and without medical intervention. Customer care provided support included user education and troubleshooting conducted by support personnel and arrangements for return of the affected accessory for assessment. Investigation of this case revealed an apparent thermal event associated with the external charging accessory, consistent with an overheating and melting damage pattern localized to the charger cord and charge pad. It was concluded, based on previously established findings for similar reports, that the cause was likely accessory-related thermal damage due to malfunction of the external charging component.

Manufacturer narrative:
Initial.